Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) there was insufficient growth. There was one occurrence. Results were not reported to the provider and there was no patient impact. The laboratory performed a quality control check on the peds plus/f bottles catalog no. 442020 inoculating them with a strain of streptococcus pneumoniae atcc 49619 and a strain of streptococcus pyogenes from the patient. Growth was obtained after just a few hours. The following information was provided by the initial reporter: "peds plus/f fails to grow bacteria in patients on antibiotic therapy."

Manufacturer narrative:
H.6. Investigation summary: catalog: 442020. Batch no. 2333804. Customer reported no growth while using bactec product. Neither photos nor returned good samples were received. Bd was unable to reproduce customer¿s experience with the bactec product. Satisfactory results were obtained from retention samples when tested for microbial instrument detection. Also, gram stain was performed with satisfactory results. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Batch and sensor history records review did not identify any evidence for which the customer submitted the complaint. Complaint is unconfirmed based on retention samples and batch record review results. Quality control certificates list test organism, including atcc¿ culture specified in the clsi standard m22, quality control for commercially prepared microbiological culture media for expected atcc performance.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) szpital. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) there was insufficient growth. There was one occurrence. Results were not reported to the provider and there was no patient impact. The laboratory performed a quality control check on the peds plus/f bottles catalog no. 442020 inoculating them with a strain of streptococcus pneumoniae atcc 49619 and a strain of streptococcus pyogenes from the patient. Growth was obtained after just a few hours. The following information was provided by the initial reporter: "peds plus/f fails to grow bacteria in patients on antibiotic therapy.".